Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty remote frequency board. The insulin pump was received with cracked case at the display window corner. The insulin pump had a cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Event description:
It was reported that the insulin pump suddenly alarmed failed selftest. It was stated that the device was not exposed to a magnetic field, dropped or bumped. Blood glucose value was 9.1 mmol/l. It was advised the insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.